Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was exercising one day when they received an electrical shock that took the patient down to their knees. The patient had been fearful of implant since then. The patient was under the impression that the implant was no longer working for the patient. The patient was indicated for degenerative disc disease. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient was experiencing a shocking sensation. The patient had two episodes when they felt a shocking sensation starting the first part of the week of this report. The reporter stated the patient was trying to walk when they felt a shock. The patient had broken their hip twice, three years ago and once year ago. An x-ray had been done and the patient¿s lead was fractured. The location of the lead fracture was unknown, but the patient¿s healthcare professional believed it may have occurred at the time of the patient¿s fall one year ago. Due to the patient¿s age and health a decision had not been made about a lead replacement. The patient was instructed to stop charging their device and the implantable neurostimulator (ins) was programmed to off. The patient¿s pain was being controlled with oral medications. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 355029, lot# n060883, implanted: (B)(6) 2006, product type: accessory; product ID 377845, lot# v004106, implanted: (B)(6) 2006, product type: lead; product ID 377845, lot# v004106, implanted: (B)(6) 2006, product type: lead. (B)(4).